Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the device operational and above eri.

Event description:
It was reported that a reset occurred. The device was explanted and replaced.